Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer unlocks the pump the touchscreen is delayed in responding to presses. Reportedly, after the customer presses the button "3" on the unlock screen the button remains illuminated for a moment and is delayed in unlocking the pump. Troubleshooting with tandem technical support was performed. The touchscreen appears to be functioning as intended. Customer's blood glucose level was not impacted.